Event description:
As reported by the user facility: brief inquiry description: arterial luer lock connection. Detailed inquiry description: during recirculation connection, the red connector luer lock end of the arterial blood line became dislodged. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two pictures were provided for evaluation. Pictures provided were visually inspected, and was able to identify the red patient connector was detached on the arterial set. The reported defect was confirmed. Although defect was confirmed in the picture provided, exact root cause could not be determined without a sample to evaluate. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.